Event description:
It was reported that; performing a posterior cervical fusion of the c3 to t2, we had placed all 10 of 3.5x12mm screws in c3 - c7. We then placed 3 of the 4 of the 4.5 x 28mm screws. Two were placed in at both the left and right pedicles of t1 and then we had a screw in already inserted at t2 on the left side. The surgeon was inserting the final screw 4.5x26mm screw in a t t2 and as he was tightening, the screw head broke off, leaving the majority of the thread inside the vert body. We did not have a universal removal kit at the time and had to use a set to remove the entire thread. We also used all the 4.5 x 28mm screws, so we had to resort to using a 4.5x24mm screw.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing files were reviewed and no anomalies were found. Visual confirmation confirmed a separated tulip head from the threaded shank portion the probable root cause is the hard bone quality of the patient.

Event description:
It was reported that; performing a posterior cervical fusion of the c3 to t2, we had placed all 10 of 3.5x12mm screws in c3 - c7. We then placed 3 of the 4 of the 4.5 x 28mm screws. 2 were placed in at both the left and right pedicles of t1 and then we had a screw in already inserted at t2 on the left side. The surgeon was inserting the final screw 4.5x26mm screw in at t2 and as he was tightening, the screw head broke off, leaving the majority of the thread inside the vert body. We did not have a universal removal kit at the time and had to use a set to remove the entire thread. We also used all the 4.5 x 28mm screws, so we had to resort to using a 4.5x24mm screw.